Event description:
The customer reported a clear fluid leak from probe wipe of an lh 500 hematology analyzer during shutdown or startup. The customer reported that the volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a lab coat and gloves and no injury or exposure was reported. No erroneous patient results were generated and there was no change to patient treatment in association with the event. Beckman coulter field service engineer (fse) was dispatched and observed that the probe wipe rinse block was misaligned. The fse proceeded to realign the rinse block and the leak was resolved. Repairs were then verified per established procedures and results met published specifications. Failure mode was determined to be a misaligned probe wipe rinse block.

Manufacturer narrative:
Results: probe wipe rinse block. (B)(4).